Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested and was given information for reimbursement due to hospitalization and diabetic ketoacidosis caused by insulin pump. Customer was hospitalized on (B)(6) , 2015 due to diabetic ketoacidosis and high blood glucose of 1090 mg/dl. No further information provided.